Event description:
It was reported that patient enrolled in a clinical study underwent right partial knee arthroplasty on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6) 2012 due to loosening. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.